Event description:
Revision surgery due to infection. All the implants were removed and the pt was treated with antibiotic-impregnated cement spacer. It was reported that the pt underwent a revision surgery 2 years post primary, the femoral stem was replaced due to loosening. The infection occurred 5 years and 6 months post-primary and 3 years and 5 months post -revision of the stem. Ref MFR report 3005180920-2013-00055.